Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. Primary audible background test found in pump event history log. During functional testing using the occlusion test, the reported issue of primary audible alarm background test was unable to be duplicated. The root cause was unable to be determined. The speakers were replaced as a preventive measure. A corrective and preventative action has been opened to address the reported issue. Performed preventative maintenance and all functional testing. Additional information provided in b3, b5, and h6.

Event description:
Additional information was provided that the reported event did not occur while in use with a patient.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device was alarming during background test. There was no patient, or clinician injury associated with this event.